Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire pushwire broke and separated in the middle section when it was removed after grasping the thrombus. All segments were removed from the patient because it broke after it was removed. The pushwire was not torqued during the procedure, and no resistance had been encountered. The patient did not experience any symptoms or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing a thrombectomy. The patient's vessel tortuosity was minimal. The stroke onset to reperfusion time was 2 h ours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There were no issues that resulted in the damage that was found. The patient did not have vessel stenosis proximal to the thrombus site.